Event description:
Dealer states the left side rear wheel was not touching the ground by about 1/16th of an inch. The dealer adjusted the locking gas cylinder on this chair. Dealer states the customer did not report and incidents but that they just notice it was not touching the ground.